Event description:
The ultima activator drive ii was used to spread the patient's sternum and was closed without issue. The surgeon dissected the internal mammary artery. The device was re-inserted and while reopening, the drive became jammed. An orthopaedic hammer was used to un-jam and to rotate the handle towards the closed position. The ultima system was removed from the sternum with difficulty. The procedure was completed with a replacement device. No patient complications were reported by the hospital. This incident was assessed as an adverse MDR reportable event upon receipt of maquet's medical director's assessment on 12/11/08 stating, "the procedure described to extract the retractor from the chest is a surgical intervention. Also, since the procedure required expanding the chest more than needed during a normal surgery, the patient was exposed to a higher risk of permanent damage of nervous structures and ribs fracture. However, no adverse consequences for the patient have been described in the event reported."

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned, and the investigation completed.